Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned. H3 other text : not returned to manufacturer.

Event description:
Patient noticed air bubble past the air filter. The patient was instructed to power down and to clamp the line. Volume to be infused at the time was 62.7 ml. Medication was indicated to be chemo.